Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician replaced tube drive, front cover, rear case, barrel clamp, actuator knob, sleeve drive, wiper seal, top disk holder, flange gripper/retainer, spring latch, upper housing, carriage block assembly, right iui(inter-unit-interface) and force sensor assy. Performed unit calibration. Based on the findings, service determined that the reported issue was due to broken tube drive arm syringe. Device history record a review of the device history record showed the device had a manufacture date of (B)(6) 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. There was a sticky rod. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. There was a sticky rod. No additional information was provided. There was no patient involvement.